Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the plunger was still loaded inside the device and the foot was in deployed position. The posterior cuff was still loaded on the foot and the link still attached to the cuff. The link was found to be clean cut at the anterior end. There was no needle strike mark on the foot. The anterior cuff was captured and engaged to the anterior needle tip. During the investigation, the plunger was deployed but met resistance. Resistance was also met when removing the plunger from the device. The follower was found bent and based on this evidence, the lever was closed inadvertently to park the foot while the plunger was still in the deployed position. A proxy plunger was inserted to test the needle trajectory and the results were acceptable. The needle trajectory of every device is checked during the manufacturing. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The reported difficulties appear to be related to the operational context. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this event. A query of the complaint database for this lot based on actual investigation findings was performed and there were no other incidents for posterior cuff miss and bent follower failure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the in a scarred common femoral artery after an interventional procedure. Reportedly, the foot was deployed, but could not park the foot against the vessel wall, as bleeding continued. The physician felt that the scar tissue kept the foot from being deployed. Because the foot could not be reclosed, it prevented removal from the artery and required a cut-down procedure to remove the device and achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.